Event description:
Note: this report pertains to one of seven patients who experienced immediate bleeding in the literature article. Refer to manufacturer reports#: 3005099803-2024-06409, 3005099803-2024-06412, 3005099803-2024-06414, 3005099803-2024-06415, 3005099803-2024-06416 and 3005099803-2024-06417 for the associated information. Boston scientific became aware of events involving captivator cold single-use polypectomy snare through the article, comparison of the clinical efficacy of cold snare polypectomy using a thin-wire snare and thick-wire snare for small colorectal polyps, by hong jin yoon, et al. Per the article, a prospective randomized controlled trial (rct) was done on 120 patients with colon polyps (5-9 mm in diameter) who underwent cold snare polypectomy (csp) between july and december 2017. 66 patients used a thin-snare (non-boston scientific snare) with a maximum snare diameter of 9 mm, and the snare wire thickness is 0.30 mm while 71 patients used a thick-snare (captivator small hex; boston scientific corp.) With a maximum snare diameter of 13 mm, and the snare wire thickness is 0.43 mm. Among the patients treated with thick-snare, seven experienced immediate bleeding. Please see the referenced article for full details and full listing of physicians and healthcare facilities.

Manufacturer narrative:
Block b3: the date of event was approximated to july 1, 2017 based on the start of the prospective randomized controlled trial (rct) on (B)(6) 2017. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: hong jin yoon; yunho jung; young sin cho; il-kwun chung. "Comparison of the clinical efficacy of cold snare polypectomy using a thin-wire snare and thick-wire snare for small colorectal polyps." International journal of gastrointestinal intervention 2023; 12:183-187. Block h6: imdrf patient code e0506 captures the reportable patient complication of "immediate bleeding."